Event description:
It was reported that it was not clear why this device indicated elective replacement in such a short period of time. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that it was not clear why this device indicated elective replacement in such a short period of time. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed and revealed that battery depletion was indicated/eri (elective replacement indicator). The time of eri was on (B)(4)-2011, device eri<=2.62. The weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4)-2011. There were 2- patient alerts for low battery voltage on (B)(4)-2011 02:15:03.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity. Performance data collected from the device was analyzed and revealed that battery depletion was indicated/eri (elective replacement indicator). The time of eri was on (B)(6) 2011, device eri<=2.62. The weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. There were 2- patient alerts for low battery voltage on (B)(6) 2011 02:15:02 and (B)(6) 2011 02:15:03.